Manufacturer narrative:
As received, a partial lead was returned in two pieces. The connector portion measuring 27.3 cm and the distal portion measuring 17.9 cm. Visual inspection of the lead found an external insulation abrasion which is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.